Event description:
It was reported that the alarms not working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The remote service engineer(rse) logged into the system and found that all of the clients that the customer utilizes are remote desktop clients. The rse stated that the customer is not hearing audible alerts at these clients. Troubleshooting found that the customer pushed microsoft patches to the system and in doing so it removed the widget on the clients device that is used for real time alerting. The rse explained the situation to the customer and requested that it contact philips for assistance walking through the solution. The rse made multiple attempts to follow up but attempts have been unsuccessful. The absence of further calls supports that the reported problem was resolved. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.